Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic. The ventricular lead exhibited noise. The noise was not reproducible. The device was reprogrammed.